Event description:
It was reported ongoing intermittent occlusions alarms occurred. There was no adverse impact to the customers blood glucose level. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. However, due to the ongoing alarms the pump was replaced, the customer continued to use the pump for insulin therapy.